Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of bipolar yaw pulley is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding a small burn in plastic was confirmed by failure analysis. Common causes of the failure mode thermal damage to the bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, a small burn occurred in the plastic of the fenestrated bipolar forceps (fbf) instrument. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage to the instrument noted after the arcing event. There was no part that appeared to have thermal damage. The conductor wire (black wire) did not appear to be broken, loose or frayed. It was unclear what surgical task was being performed when the arcing event occurred (e.g., cauterizing, dissecting, grasping, retracting tissue). It was unclear how long the instrument had been in use prior to the arcing event. It was unclear if the instruments were in contact with the tissue. It was unclear if the arcing appear to originate from subject instrument or from another instrument in use at time of event. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was already sent back to isi for evaluation. Patient demographics are not available.